Event description:
Device was broken in 2009. The inner lumen came out and was noted to have discoloration on its external surface. The discoloration was noted to be a reddish/orangish/yellowish color. Concern that it may be a foreign material or possible blood components. Concern that the device is not able to be adequately cleaned, disinfected and sterilized.